Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 55 mm abdominal aortic aneurysm on (B)(6) 2013. It was reported that when the patient returned for follow up approximately 5 years post the index procedure it was noted that the patient possibly had a type iii endoleak associated with a graft tear or hole in the area of the main trunk of the bifurcated stent graft system. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: product ID: etbf3216c145e, serial/lot#: unknown, ubd: unknown, UDI#:unknown film analysis summary: the reported fabric hole was confirmed; however, the exact cause could not be determined from the limited films provided. Pre-implant films were not available, and post-implant CT¿s were not provided and a more comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. In addition, recent CT¿s and additional contrast angiograms during the catheter interrogation which may have revealed an endoleak were not available for review. Three (3) still angiograms during an intervention on an unknown study date were returned. The films were non-contrast with no visible scale; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, the location of the device relative to the visceral vessels is unknown, and no stent graft or vessel measurements could be performed. The films revealed that an endurant stent graft system had been implanted into the patient. Multiple coils were also seen having previously been placed near the ipsi limb at the level of the gate ring. A catheter of unknown size was seen placed up the right/ipsi limb and into the proximal margin of the bifurcate aortic body, and was directed toward the lateral-right wall of the bifurcate mid-body near the stent ring #3; the catheter/wire appeared to have passed through the fabric and into the aaa sac indicating a likely fabric hole. The cause of the hole could not be determined. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed event. No obvious stent graft issues were seen near the vicinity of this likely fabric hole, and the bifurcate aortic body was essentially straight along its length with no observed stent ring overlapping. It is possible that external abrasion, possibly from calcification, may have contributed to a fabric tear. No images were seen during contrast injection from above the level of the renals prior to the catheter interrogation; therefore, the assessment of any potential type iiib fabric endoleak which may have occurred via this likely fabric hole could not be performed. If information is provided in the future, a supplemental report will be issued.